Manufacturer narrative:
Device-c-the product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)nonconforming; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported "three 355ld trocars would not arm". Three instruments were rec'd in good condition, examined and would not arm as rec'd. The obturator handle is welded during the assembly process.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported three 355ld trocars would not arm. A fourth 355ld was opened to complete the procedure. There was no consequence to the pt.